Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The device showed the hub was broken away from the shaft. The complaint was confirmed and the root cause was associated with device design. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a wrist arthroscopy tfcc repair surgery, the handle of the mender disposable broke off. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.